Event description:
It was reported the patient experienced an impedance spike and 2 weeks later was shocked twice due to noise and oversensing. The lead was explanted and replaced due to lead fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
It was reported the patient experienced an impedance spike and 2 weeks later was shocked twice due to noise and oversensing. The lead was explanted and replaced due to lead fracture. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high interference lead(s), fracture of oversensing shock, inappropriate.